Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that since the tip of the angio-seal device was deformed, the angio-seal device was not inserted into the insertion sheath. Another angio-seal device was used to continue the procedure. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 6 fr. Puncturing to the rear wall was performed. There was a stenosis around the puncture site. There was calcification in the blood vessel, but the level of calcification was unknown. Hemostasis was successfully achieved by the second angio-seal device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.